Manufacturer narrative:
Based on the available information, there was no serious clinical outcome. Patient is fine. It is unknown whether mosaiq malfunctioned. Investigation is ongoing.

Event description:
It was reported that mosaiq calculated crcl (creatinine clearance) incorrectly. Based on the available information, patient was treated with the incorrect dose.